Manufacturer narrative:
The hospital did not return ge healthcare field service calls for further investigation. Customer contact reports no patient information available.

Event description:
The hospital reported intermittent elevated co2 readings in the patient circuit. There was no report of patient injury.